Event description:
The device was designed to provide positive pressure for IV catheter lines to prevent blood back-up into tubing and loss of venous access due to clotting. 8 pts reported problem with blood backing up into tubing. One required midline to be removed.